Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Health care professional reported that the cause of the stimulation at the implant site, shocking might be due to the ins or the lead and that the patient was scheduled for a lead and battery replacement on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient stated the interstim itself did not seem to be working. The patient noted she could ¿feeling it working¿ when she puts the patient programmer on her interstim, but when she takes the patient programmer off her interstim she does not feel like it the interstim was working because she leaked all over. The patient noted that it had been ¿really bad in the past few months, 4 months¿ with the leakage and if she had to go to the bathroom, she had to go to the bathroom. The patient synced with the patient programmer and it showed stimulation was on, the patient noted her stimulation was at 2.8 v on program 2. The patient had to ability to change programs and/or adjust stimulation. The patient increased stimulation to 3.4 v and noted that she felt stimulation between her vagina and rectum. The patient initially stated that she thought the stimulation was ¿back to far¿. Patient services reviewed expectation with stimulation and the patient confirmed the stimulation was comfortable and hit her pelvic floor/bicycle seat area. Additional information from the consumer on (B)(6) regarding the patient reported she just got back from the healthcare professional (hcp) and the hcp was trying to determine if the battery and/or leads needed to be replaced. The patient stated she was told the hcp that she should feel stimulation in her ¿belly area¿. The patient reported she currently had her stimulation at 5.2 on program 1. The patient reported on program 2, she felt stimulation in the ¿butt area¿ and had stimulation at 3.0 v, but stimulation did not go any higher than 3.0 v. The patient stated she noticed it didn¿t go any higher on (B)(6). The patient stated the interstim was not controlling her incontinence. The patient confirmed that she had the interstim for bladder control. The patient stated it had been awhile since she noticed the issue and noted it had been months. The patient reported on program 3, she felt stimulation in the interstim unit itself and noted it was shocking. The patient stated the stimulation at 2.7 v was ¿unbearable¿. The patient stated she noticed the issue months ago. The patient stated on program 4 she felt stimulation below the interstim unit and had stimulation at 4.4 and stated the stimulation was not comfortable. The patient added they had noticed this issue months ago. The patient stated she could feel stimulation when she turned ¿it on¿ and made adjustments, but indicated she loose that stimulation feeling right away. The patient stated they spoke to their hcp on (B)(6). The patient was on program 1 at 5.2 v and stimulation was on. The patient increased stimulation to 5.3 v and confirmed that she felt stimulation in the bicycle seat area. The patient stated at 5.3 v the stimulation was not uncomfortable. The patient continued to increase to 6.4 v and reported she could feel it ¿in her lower belly area, going into the back¿. The patient decreased stimulation to 6.1 v and confirmed that stimulation was comfortable. The patient stated she was scheduled to replace the battery or possibly the leads with the hcp. There were no further complications that have been reported as a result of this event.